Event description:
After confirmed ng tube placement and tube feeds began, a crack was noted in the sump area of the tube. The tube was leaking at interface of ng and sump. As a result, the patient needed another tube placed.